Event description:
Orange surgical scrub was used on my abdomen before a hysterectomy was performed. Afterward, a glue was applied to the wounds. My abdomen broke out with small red bumps on the 2nd day after surgery. It became extremely itchy. I happened to have some clobetasol from a past skin infection which I used to ease the itching. I contacted my doctor to let her know. She had me come in to test for a uti (not related to rash) & take a look at it. My doctor's crnp is who I saw & she presumed the surgical scrub was the culprit. A day later I noticed that the area around the surgical wounds was red & puffy so I contacted my doctor again. I was told it was fine to continue with clobetasol for itching & to start neosporin to prevent infection. At my post-op appointment 2 weeks later, I showed my doctor pictures of the rash & incisions & she determined that I had an allergic reaction to the surgical scrub & glue. She recorded the allergy in my chart suggested that I inform any future surgeon of the allergy. I've had surgery a few times on my abdomen & have never had this problem before. She informed me that the scrub & glue had been changed recently because it was perceived that the new formula would be more tolerable.